Event description:
It was reported that during a veptr procedure the surgeon attempted to use the rib expansion pliers and noticed that the tab that goes into the rib sleeve was missing. The tab was either already missing, or broke off and was suctioned immediately. The surgeon used another instrument to complete the procedure with no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation states that the tab was not missing however the spring was deformed and therefore not functioning properly. The pliers correspond to the drawings and processes at the time of manufacture. Too much force was applied to the spring causing it to deform. This complaint is deemed invalid from a manufacturing standpoint. The product evaluation, visual inspection report stated that the return spring of the pliers is bent in such a way that the device will not return to the closed position. Examination of the features which interface with the implant shows no damage. The device is not damaged as described in the complaint. The design evaluation states that the rib expansion pliers are designed to apply distraction force to the veptr and veptr ii implants during a lengthening procedure. Pliers were evaluated with veptr ii implants. In conclusion, the damaged return spring requires the user to manually return the pliers to the closed position but no features that mate with the implants are found to be damaged as described in the complaint. This complaint is deemed invalid from a product development standpoint.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).